Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with a&p repair due to cystocele, rectocele and sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure. The ethicon product implanted was not specified in the complaint. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2010 due to prolapse and cystole. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced uti, chronic dyspareunia, and vaginitis. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) at (B)(6). It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6). It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
It was reported that patient underwent a mesh revision on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. It was reported that following insertion the patient experienced fistulae, bleeding and vaginal scarring. No additional information was provided.